Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? No further information is available. Date and name of index surgical procedure? No further information is available. The diagnosis and indication for the index surgical procedure? No further information is available. Relevant patient history? No further information is available. Any concurrent use of other products? No further information is available. Product code and lot #? No further information is available. What was the intended use of the surgicel? No further information is available. Where was the surgicel used (on what tissue)? No further information is available. How much surgicel was used during the procedure? No further information is available. Was the surgicel product left in place? Was the excess removed? No further information is available. What were current symptoms following the index surgical procedure? Onset date? No further information is available. Has any surgical or medical intervention been performed? No further information is available. What is physician¿s opinion as to the etiology of or contributing factors to this event? No further information is available. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative symptoms? No further information is available. What is the patient¿s current status? No further information is available. If applicable, will product be returned, return date, tracking information? No sample will be returned. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown spinal surgery on an unknown date and an absorbable hemostat was used. During the procedure, the absorbable hemostat was placed and the surgical wound was closed. After the surgery, perhaps the absorbable hemostat had moved to the intervertebral foramina, and it compressed the nerve. So, a reoperation was performed at another hospital. During the reoperation, it was found that the absorbable hemostat had become like a crumbled state. The exact product code of the surgicel is unknown. The lot number is unknown. Additional information was requested.